Event description:
A call was made to technical services from a biomed technician reporting that an external pulse generator (epg) was not capturing. The epg was tested with an analyzer and the output was good. Technical services emailed a manual to the biomed so further checks could be done on the epg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).